Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was not required to be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2021).

Event description:
It was reported that during dialysis catheter insertion, the catheter tip allegedly broke off during the tunneling process. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged catheter tip break during tunneling issue due to the fact that no sample was returned for evaluation. A definitive root cause could not be determined. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter insertion, the catheter tip allegedly broke off during the tunneling process. There was no reported patient injury.